Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was unable to self-treat and a family member obtained a blood glucose result of 59 mg/dl and administered glucose tablets to the customer for treatment. There was no report of death or permanent impairment associated with this event.